Event description:
On (B)(6) 2013, a death due to sudep was reported. The physician was convinced that the death had absolutely nothing to do with vns as the patient was very poor in mental and physical health. The physician observed the patient¿s last dosing parameters and determined that all was normal. The battery was not depleted. Attempts for additional information have been unsuccessful. The generator was explanted and returned on (B)(6) 2013. The device is pending analysis.

Event description:
Analysis of the generator was completed on (B)(4) 2014. There were no performance or any other type of adverse conditions found with the pulse generator. It was reported that the patient was receiving vns therapy at the time of death. It was reported that the death was not related to vns therapy. It was reported that the patient was found dead in bed and that the death was due to sudep.